Event description:
Customer states the chair locked up and the customer fell out of the chair. Customer didn't report injuries. Customer disconnected from the line before tech could conference. No further information available.